Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion, the operator injected 6cc of water to inflate the balloon. Therefore, the operator tried to withdraw water, however could not. The operator cut the shaft of the catheter and removed the catheter from the patient.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per the evaluation, the sample was classified as a poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that upon insertion, the operator injected 6cc of water to inflate the balloon. Therefore, the operator tried to withdraw water, however could not. The operator cut the shaft of the catheter and removed the catheter from the patient.